Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed per getinge standard operating procedure and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and performed safety disk test, k6/k6a/k7/k8 leak test, pneumatic performance test and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive assembly , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during maintenance, the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed "iab loop leaks". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site and was the one that encountered the issue during the maintenance, which has the following contact information:(B)(6).

Event description:
It was reported that during a maintenance that was performed by a getinge authorized dealer's filed service engineer (fse), the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed "iab loop leaks". There was no patient involvement, and no adverse event reported.